Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The reporter stated that while using the accuchek inform ii meter (serial number (B)(4)) the following blood glucose results were obtained on a patient: 19.8 mmol/l at 1637 hours, 12.8 mmol/l at 1638 hours, and 12.4 mmol/l at 1639 hours. It was reported that the blood samples were from different puncture sites. There was no information provided as to which result they believed to be correct. There was no information provided as to any treatment the patient may have received based on any of the blood glucose results. There was no adverse event. A linearity check was done on the accuchek inform ii meter (serial number (B)(4)) with accuchek performa strips (lot number 474474). It was stated that the linearity check passed.